Manufacturer narrative:
(B)(4).

Event description:
It was reported "the dilator tip was found bent during the procedure. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the dilator tip was found bent during the procedure. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath with dilator assembly for analysis. No obvious signs of use were observed. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The dilator length measured 3 3/4", which is within the specification limits of 3 5/8"-3 7/8" per the dilator product drawing. The dilator outer diameter measured 0.0605", which is within the specification limits of 0.059"-0.061" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.023", which is within the specification limits of 0.022"-0.026" per the dilator extrusion product drawing. The inner diameter at the distal tip could not be accurately measured due to the severity of the damage. A lab inventory guide wire was inserted through the distal tip of the dilator. Minor resistance was encountered at the tip; however, the guide wire was able to pass completely through the dilator. Performed per IFU statement, "thread peel-away sheath/dilator assembly over guidewire". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed with no relevant findings identified to suggest a manufacturing issue. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was frayed and folded. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, the root cause cannot be determined. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.